Event description:
On may 12, 1998 the pt was positioned into the knee coil for a routine scan of her left knee. All knee sequences were performed, and as the technologist was removing the pt from the scanner, she was informed that the pt had experienced some discomfort on her right leg during her examination. The chief technologist was notified and the pt was given proper medical attention. During this examination it was discovered that the pt had a red circle on her right thigh, just below her buttocks. Also the pt was questioned if she noticed anything interesting while she was in the scanner. The pt stated that her thigh would heat up when the scanner was operational and cool down between sequences. She also stated that her right thigh was touching the side of the front nose cone. It should also be noted that the pt was wearing shorts. The radiologist on site examined the pt and a site incident was filed. Also the chief technologist followed up with the pt the next day, and was informed that she was doing fine and did not need any further medical attention.

Manufacturer narrative:
Conclusions and actions taken: based on this investigation, it has been determined that the probable cause for the reported burns was either localized heating due to local electric fields from the transmit coil or localized heating due to skin-to-skin point contact. The following actions have been taken to prevent further occurrences of these types of burns. Two clinical equipment update letters were sent to the affected sites to inform them of actions that should be taken to avoid mr burns caused by either contact with the bore liner or skin-to-skin point contact. In light of these incidents, the risk analysis for these devices was reviewed and modified. The risk of localized heating was deemed reduced to acceptable levels by using padding to prevent contact with the bore liner or skin-to-skin point contact. Affm kits #383632 and #383705 are being sent to all eclipse, polaris, exp and accelerator sites under the mandatory letters #410 and #411. The sites that reported a mr burn incident received top priority for installation. The kits included: two bore liner pads, two hand pads, two leg/ankle pads, a knee bolster, two types of pt straps, a modified diffuser (kit #383632 only) and user instructions.